Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
The primary surgery for the femoral shaft fracture was performed with the locking plate of the other company. Its date is unknown. Then, the nonunion was confirmed and revision surgery with t2gtn was performed on (B)(6) 2014. Furthermore, the nonunion was confirmed again and second revision surgery with the longer and thicker t2gtn on (B)(6) 2016.